Event description:
It was reported that during a generator upgrade procedure, the pulse generator was exposed to electrocautery. The device lost output and the patient became asystolic. The ventricular lead was unplugged from the device and inserted into a pacing system analyzer, which resumed pacing. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.